Event description:
Device 4 of 5. Reference MFR reports: 1627487-2012-02355, 02356, 02357 and 02762.

Manufacturer narrative:
Results: the claim of "erosion" could not be confirmed by failure analysis. The first lead extension was returned complete and visual inspection revealed broken wires in the header strain relief. The extension failed the conductivity test. The second lead extension was received incomplete and discoloration was observed in the header and lead body segments. No testing could be performed on the second extension. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.